Event description:
It was reported that the ventilator while in use the screen froze while in CPAP mode. A "low rate" and "low minute ventilation" alarms, which were high level alarms, occurred. Reportedly, the nurse found that the screen had frozen (monitor numerical values, waveform). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address & institution phone #: (B)(6).

Manufacturer narrative:
H10: the manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.